Event description:
"Clinician was conducting a root canal procedure using an edgesequel sapphire endodontic file. The file separated which resulted in the clinician deciding to extract the tooth during a separate appointment. No pictures or x-rays were provided as supporting evidence. The clinician reported discarding the separated file and intends to return the remainder of the endodontic file order."